Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot at this time. All available information was investigated and a definitive cause for the reported unintended movement (clip open-efaa and clip open-locked) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for clip opening while establishing final arm angle and after deployment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with severely prolapsed bi-leaflets and barlow's disease. All steps were performed according to instructions for use. A mitraclip xtr was advanced, however while establishing final arm angle the clip opened. Troubleshooting attempts were done and the clip was able to be closed. During the second final arm angle test, the clip opened to approximately 20 degrees. Troubleshooting attempts were done again and the clip was successfully deployed. However, post deployment the clip had an open angulation of 20 degrees, visible under fluoroscopy. The leaflets were still captured with the same result like before deployment. A second clip was implanted to stabilize the first clip and to further reduce mr. Post procedure mr was reduced to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.